Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, a tear in the appendage of the heart was observed resulting in a pericardial effusion. The patient then went for corrective open heart surgery as there was blood leaking in the pericardium. The case was aborted and the patient was under general anesthesia. No further patient complications have been reported as a result of this event. On 2019-06-07: it was further reported the patient was "ok" after open heart surgery.